Manufacturer narrative:
H.6. Investigation summary: five loose 5ml syringes and five opened blister packs from batch 7338713 (p/n 309646) were received and visually inspected. It appeared the "moisture" on the syringe stoppers was silicone and was observed to be the normal and expected amount per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. H3 other text : see section h.10

Event description:
It has been reported that the syringe 5ml ll sp125 has been found containing moisture before use. The following has been provided by the initial reporter: material no. 309646 batch no. Unknown it was reported that 5ml syringe had visible moisture on the plunger. I am not sure when it was first discovered. It was brought to my attention on 8/12/19 about the 5ml syringes having moisture on the plungers. I do not have lot numbers because I sent the quarantined product in with the 10ml syringes before I received the email to wait. I know it has been happening frequently. Per email: since my initial email the department has also discovered some 5ml syringes (ref. #309646) as well that have moisture on the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 5ml ll sp125 has been found containing moisture before use. The following has been provided by the initial reporter: material no. 309646, batch no. Unknown. It was reported that 5ml syringe had visible moisture on the plunger. I am not sure when it was first discovered. It was brought to my attention on 8/12/2019 about the 5ml syringes having moisture on the plungers. I do not have lot numbers because I sent the quarantined product in with the 10ml syringes before I received the email to wait. I know it has been happening frequently. Per email: since my initial email the department has also discovered some 5ml syringes (ref. (B)(4)) as well that have moisture on the plunger.